Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was conducted. A dimensional test was performed. The reported event was confirmed on the received sample although all dimension measured met specifications. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's 15mm connector was loose and immediately disconnected. It was also reported that the connector was slid and slipped out when strongly pushed in. The customer indicated no patient involvement.